Manufacturer narrative:
(B)(4). Product not yet received.

Event description:
Consumer complaint of high blood results. Caller normally ranges from 200-220mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (474) and the lowest normal result (200) is located in zone c. No adverse event reported.